Event description:
On (B)(6) 2025 a patient underwent the port placement procedure. During the procedure, the patient allegedly experienced pain and presented edema in the cervical region. It was further reported that the catheter was allegedly found to be fractured. Furthermore, there was a leakage through rupture and leaked into the subcutaneous tissue during salinization. Reportedly, the catheter was removed on (B)(6) 2025. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent the port placement procedure. During the procedure, the patient allegedly experienced pain and presented edema in the cervical region. It was further reported that the catheter was allegedly found to be fractured. Furthermore, there was a leakage through rupture and leaked into the subcutaneous tissue during salinization. Reportedly, the catheter was removed on (B)(6) 2025. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one image was provided for review. The image reviews shows the port catheter appears to have fractured in the area of the curve at it enters the internal jugular vein. There is contrast in the subcutaneous tissue around to the port entrance to the internal jugular vein. Therefore, the investigation is confirmed for the reported fracture and fluid leak. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.